Event description:
Per the audiologist, the magnet of the internal device was dislodged. Results of an integrity test done in 2008, were consistent with normal receiver/stimulator function with the mp2 electrode showing a phase reversal. Remapping the sound processing program and reinserting the internal magnet were recommended. In the same month, the patient underwent successful revision surgery to reinsert the internal magnet.

Manufacturer narrative:
This is a final report filed, october 29, 2008.